Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has to be pressed multiple times for the pump to respond. Troubleshooting with tandem technical support was performed. The device still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.